Event description:
Encephalopathy [encephalopathy]. Systemic nodular skin reaction (skin nodule) [skin mass]. Osteoarthritis [osteoarthritis]. Pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a medical student regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2012, the patient received treatment with synvisc one (hylan g-f 20) injection, 6 ml, once in left knee. The lot number of synvisc one was not provided. On (B)(6) 2012, the patient presented to emergency room with complaints of altered mental status and nodules on her body. She was diagnosed with encephalopathy, systemic nodular skin reaction, pain and swelling in left knee. The nodules were located on her back, chest, some above and below her knees and arms and were found to be erythematous and measured 4mm. The patient was placed on prophylactic antibiotics. Later on an unspecified date, arthroscopy was performed and fluid was drained from the knee. The patient underwent synovium removal and one of the nodules was also drained. Nodular biopsy was also performed which revealed nodular skin reaction. No action was taken with synvisc one. On (B)(6) 2012, the patient recovered from the event of systemic nodular skin and was discharged on the same day. The outcome for the events of osteoarthritis, encephalopathy, pain in left knee, swelling in left knee and joint effusion was not provided. Concomitant medications were not provided. The intensity for the events of osteoarthritis, encephalopathy, systemic nodular skin reaction, pain in left knee, swelling in left knee and joint effusion was not provided.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.